Manufacturer narrative:
Device evaluation of monitor (B)(4) and belt (B)(4) has been completed. The reported problem (code 204 / constant gong alarms / damaged cable) was confirmed. As received, the monitor and belt failed incoming testing. The monitor was not able to detect an ECG signal and the trunk cable on the electrode belt was pulled from the strain relief, damaging the j702 connector on the distribution node (dn) pca. Upon evaluation, there was no output at the u612 inverting charge pump or c655 capacitor on the computer / analog (ca) board in the monitor. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause of the damaged cable is excessive force placed on the cable. No adverse event resulted from the defective monitor or belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204, constant gong alarms, and had a damaged cable.